Event description:
It was reported that a balloon shaft break occurred. A 3.00mm x 8mm nc emerge balloon was selected for use to treat a 60% stenosed, moderately calcified and mildly torturous target lesion in the left anterior descending artery (lad). During the procedure, upon nc emerge balloon inflation, blood was noted in the nc emerge balloon, so it was retrieved. Upon retrieval, it was noted the middle shaft of the nc emerge balloon had broken off. The procedure was completed using an alternative device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 57.7cm from the strain relief. There were numerous kinks to the hypotube. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a balloon shaft break occurred. A 3.00mm x 8mm nc emerge balloon was selected for use to treat a 60% stenosed, moderately calcified and mildly torturous target lesion in the left anterior descending artery (lad). During the procedure, upon nc emerge balloon inflation, blood was noted in the nc emerge balloon, so it was retrieved. Upon retrieval, it was noted the middle shaft of the nc emerge balloon had broken off. The procedure was completed using an alternative device and no patient complications were reported.